Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chipped light guide fibers glass at the distal end, deteriorated and rusted universal cord that cannot be separated. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause traced to chipped light guide fibers glass at the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented blurry image. The event occurred during service/ maintenance. There were no reports of patient involvement.